Event description:
Patient presented to the physician with ongoing burning sensations and pain at the neck and chest incision sites. Physician brought the patient into the or, removed the entire inspire system, implanted a newer ipg model and a new stimulation lead, secured the components, and closed.